Manufacturer narrative:
H4 device manufacture date updated.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product and data logs were returned. Based on the clinical details that the placement signal went out briefly after using shockwave, data log patterns matched with a damaged sensor, and returned product had damage to the sensor face, the root cause of the optical signal issue was determined to most likely be a damaged sensor due to a shockwave interaction. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported use of an impella cp pump to support a patient undergoing high-risk percutaneous coronary intervention. During support, the aortic placement signal of the impella cp was lost following shockwave therapy. The signal returned shortly thereafter, but the readings remained inaccurate. As pump flow and positioning were unaffected, support was continued with the implanted device.